Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx pro delivery system and closure device was advanced through a watchman access system to the laa. During deployment of the 27mm watchman flx pro closure device, the physician noted that the flx ball could not be seen via echocardiogram. The flx ball was noted to be in the pericardium. The 27mm watchman flx pro closure device was recaptured, repositioned, and successfully released in the intended location. A pericardiocentesis and autotransfusion were performed and the patient was taken to the operating room for surgical repair of the perforation.